Manufacturer narrative:
MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun sparcstation 5-170 central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Centralized pt monitoring was lost for approx one hr because one of their terminal servers (ts), ts-4, had failed and due to ensuing errors. Terminal servers are a component of the network connection between the acuity central station central processing unit (cpu) and the bedside monitors. If a terminal server fails, the acuity cpu cannot contact or receive data from the bedside monitors. Monitoring and alarm functions at the bedside monitor are unaffected. Ts-4 serves acuity. The customer mistakenly assumed that the spare ts that they had could be switched in without any configuration. Unfortunately, the spare ts had been configured to replace ts-3, another terminal server serving another acuity unit. The result was that there were then two terminal servers configured with the same network address, causing network errors and further loss of centralized monitoring on the other acuity system. The customer contacted welch allyn technical support, who assisted the customer in re-configuring the spare ts to the proper network address and then helped the customer to restore normal operation on both acuity systems that had lost centralized monitoring. There were multiple pts connected and centrally monitored on both systems at the time centralized monitoring was lost, but there was no pt harm that resulted from this event. By event here and in the codes of form 3500, we mean the loss of centralized monitoring. The ts that failed was a nortel. It was shipped to the customer as part of system in 12/1999. The device is no longer produced or supported by its MFR, so failure investigation is not possible.

Event description:
Centralized pt monitoring was lost for approx one hr because one of their terminal servers (ts), ts-4, had failed and due to ensuing errors. Terminal servers are a component of the network connection between the acuity central station central processing unit (cpu) and the bedside monitors. If a terminal server fails, the acuity cpu cannot contact or receive data from the bedside monitors. Monitoring and alarm functions at the bedside monitor is unaffected. There were multiple pts connected and centrally monitored on both systems at the time centralized monitoring was lost, but there was no pt harm that resulted.